Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Event description:
Reportedly, the patient has developed "pain and a limited mobility. [Patient] worried about things getting worse. Abnormal bone growth."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with cervical stenosis and progressive cervical spondylitic underwent the following procedures: placement of posterior segmental instrumentation at c3, c4, c5, c6, c7 and t1 bilaterally (6 levels). Posterior spinal fusion at c3-4, c4-5, c5-6, c6-7, and c7-t1 (5 levels). Laminectomy at c4, c5, c6, and c7 (4 levels). Harvest of local autogenous bone graft. As per operative notes,¿ exposure was carried out to the tips of the lateral masses bilaterally, out to the tips of the transverse processes and t1 bilaterally. Segmental instrumentation was placed from c3- t1 bilaterally, lateral mass screws at c3, c4, c5, c6, and c7 bilaterally, thoracic pedicle screws at t1 bilaterally. All screws gave reasonably good purchase. The patient was somewhat osteoporotic. With fixation points all in good position, a high- speed drill was used, leksell rongeurs , and various kerrison rongeurs to perform a laminectomy at c4, c5, c6, and c7.¿ the patient tolerated the procedure well without any intraoperative complications.